Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery test noted. Pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen noted. No bolus delivery anomaly noted. Pump passed the dat test at 0.08732inches. No unexpected smell insulin noted. No moisture damage found inside the pump. Pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 420 mg/dl. The customer stated that they were having high blood glucose and they believe that the insulin pump was under delivering. The customer stated that they tried to push insulin but the not all units came out. Troubleshooting was done. The customer mentioned that they were hospitalized due to diabetic ketoacidosis but they were not wearing the insulin pump. The insulin pump will be returned for analysis.